Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated an error code that resulted in the graphical user interface (gui) resetting. The ventilator was not on a patient at the time of the event. A technical support engineer (tse) troubleshot the issue with the customer and recommended replacing the gui printed circuit board (pcb) and updating the backlight inverter pcbs. It was later reported that the customer replaced the gui pcb and updated the backlight inverter pcbs. A service engineer (se) updated the software. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.